Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.